Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:a review of the black box shows dates from (B)(6) 2011. The black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked in two places.

Event description:
On (B)(6) 2011, the pt contacted animas alleging an elevated blood glucose (bg) level. The pt claimed that she woke up with a bg level of "400 mg/dl" and a symptom of nausea due to the pump turning off. A review of the pump's alarm history revealed a replace battery alarm occurred at 2:46 am. In addition, a low battery alarm occurred the day before. The pt confirmed that the pump's sound setting was set to h. The pt claimed, however, that she did not hear the alarm. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she did not hear an alarm and woke up with a symptom which can be associated with severe hyperglycemia.